Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. End user risk assessment (shield loose) as per p-eura document, (B)(4), severity is severe (s4) based on 12 months complaint trending, occurence =(total complaints in 12 months / 12 months sales volume) x 1,000,000 = (1/85,282,144) x 1,000,000 = 0.01 ipm which is improbable (o1) the risk is acceptable per (B)(4). End user risk assessment (needle stick injury) as per p-eura document, (B)(4), severity is severe (s4) based on 12 months complaint trending, occurence =(total complaints in 12 months / 12 months sales volume) x 1,000,000 = (8/85,282,144) x 1,000,000 = 0.09 ipm which is improbable (o1) the risk is acceptable per (B)(4). Root cause description: as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: the root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that an unspecified number of vps 20 ga 1.1 mm od 32 mm l instaflash experienced a broken safety mechanism during use which resulted in a dirty needle stick injury. The recipient of the dirty needle stick underwent blood testing as a result of the injury. No information regarding the testing outcome has been provided. The following information was provided by the initial reporter: when placing a pvk to the patient in the ambulance, the puncture protection on the pvk came loose in connection with the patient jerking and the nurse stuck her left index finger.